Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead and it was noted the lv lead had migrated with an increase in pacing threshold values. The lv lead was inactivated and later explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.